Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -10.0/1.0/085 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Manufacturer narrative:
Patient weight, ethnicity and race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -10.0/1.0/085 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.